Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent altitude alarms. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose was 203 mg/dl. Reportedly, customer reloaded the cartridge and resumed insulin delivery.